Manufacturer narrative:
There was no evidence that the kit box itself had been damaged. The lh calibrator kit was discarded along with the cracked vial. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to an access hlh calibrator kit in which the s4 vial was cracked upon receiving. The contents had leaked and dried encrusting the outside the vial. The customer did not report effect to patients or end users in association to this event.